Event description:
A ventilator was returned to the manufacturer service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.

Manufacturer narrative:
It was initially reported, during the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues. During the evaluation of the device at the manufacturer's service center, the device also failed a step during testing. The device's interface board was replaced to address the issue.